Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. The rep was told by the contact person the pt received a post-op 800cc blood transfusion on what is thought to be the day of surgery. The rep was told the surgeon attributes this to the use of an ethicon endo-surgery, inc dilating tip trocar. No device is available for analysis. No other information is available at this time. 12/08/1998 rep responded he spoke to the surgeon who stated blood was dripping internally from the sub-xyphoid trocar site. Procedure completed and pt sent home same day. Pt was readmitted with 600cc blood loss, hematocrit 20. Rep cannot confirm product. It is either 511sd or 512sd. Rep thinks it is 512sd. 12/08/1998 rep confirmed product code-512sd.